Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs # 1225714-2013-01600, 01601, 01602, 01603, 2937457-2013-00361, 00362.